Event description:
Reporter indicated that the pt had a seizure then fell asleep. When the pt was checked on, it was discovered that he had died. The reporter does no believe the death was related to vns. Attempts to gain add'l info have been unsuccessful to date.